Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the system error codes experienced by the site were associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error codes 23008 and 23013 appear when the da vinci s safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. The psm was returned to intuitive surgical for failure analysis investigation. Engineering was able to replicate the reported failure mode during testing and determined that an axis potentiometer and the upper pulley assemblies had malfunctioned, thus generating the system error codes experienced by the customer. As of (B)(6) 2013, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, during startup of the da vinci s system, system error codes 23013 and 23008 occurred. The surgeon had placed the ports in the patient, but did not start the surgery. According to the information provided by the customer, the surgical staff attempted to restart the system several times, but the error re-occurred. The patient was under anesthesia when the surgeon made the decision to convert to traditional open surgical techniques to complete the planned surgical procedure. No patient harm was reported.